Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the v60 ventilator shutdown and diagnostic log (drpt) indicates error code messages of watchdog test failed and 35 v supply failed. It is unknown if the unit was in clinical use at the time the issue was discovered.

Manufacturer narrative:
Resolution and disposition: product support engineer (pse) provided customer the part number and price for the cpu board. On (B)(6) 2016, customer called technical support (ts) for option codes for new cpu board. Ts provided customer avaps cflex and ramp for (B)(4). Options installed successfully.

Event description:
The customer reported that the v60 ventilator shutdown and diagnostic log (drpt) indicates error code messages of watchdog test failed; 35 v supply failed; and ovp circuit failed. The customer states that the pm hours, total power on hours, and the component hours are missing. It is unknown if the unit was in clinical use at the time the issue was discovered.